Event description:
Nurse rested herself, reported blood results of 227 mg/dl on the advantage system and a lab result of 117 mg/dl within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.